Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has connectivity issues when trying to access event history using saver evo.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device delivered a test shock without fault and an acceptable measurement was recorded. Upon visual inspection of the printed circuit board no abnormalities were found. The device was again connected to the pc and the history and memory logs were downloaded. The history log showed the pad-pak was first installed on the (B)(6) 2015 and performed to specification up to and including the last log entry on the (B)(6) 2016. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. Although the ability of the usb circuitry and data cable were scrutinized, with no fault found, initially the memory logs could not be downloaded. It was therefore concluded that there may have been an intermittent fault with the usb connector cables in the device.